Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube insulation too low, nozzles deformed, distal end lens glue white clouded/discolored, charged coupled device cover lens glue clouded/discolored, distal end cover dent/scratched, bending section glue separated, connecting tube scratched, scope cover broken, suction cylinder nut painting peeled off, universal cord scratched, angulation less or specified value, angulation play, and water contact/water removal failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii gastrointestinal videoscope had air/water aspiration problem. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle and the nozzle was deformed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the nozzle was clogged with a white fibrous foreign material. The cause and the specific foreign material lodged in the nozzle could not be identified. It is likely that the foreign material was not removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). Although the IFU states how to remove foreign material from the air/water channel/nozzle, foreign material expected in the IFU is mainly dirt that adheres to device during a procedure. The foreign material in this reported event did not appear to be dirt as expected in the IFU. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual - preparation and inspection ¿inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ operation manual - inspection of the endoscopic system. ¿inspection of the air-feeding function.¿ ¿inspection of the objective lens cleaning function.¿ reprocessing manual - cleaning, disinfection and sterilization procedures precleaning ¿flush water and air into the air/water channel -caution: to prevent clogging of the air/water nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use.¿ cleaning, disinfection and sterilization procedures manual cleaning. ¿clean the external surfaces.¿ ¿immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens and ensure that all surfaces of the distal end are thoroughly cleaned.¿ ¿flushing detergent solution into the air/water channels.¿ olympus will continue to monitor field performance for this device.